Event description:
It was reported that the patient never had therapeutic effect. It was stated that the "device stopped working and that the therapy never really worked since implant. Reportedly, the device was explanted on (B)(6) 2012. No additional information was known at the time of report. If additional information was received, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 3889-28 lot# v048745, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3095-10 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).